Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's leads were damaged and broken. No intervention was taken or planned. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3007566237-2016-01009.

Event description:
The manufacturer representative confirmed that there was no issue with the patient programmer or lead. The initial report of the broken and damaged lead really meant the recharger cable was broken.